Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: all of the keypad buttons were responsive, but the ok button was difficult to press. Contamination was found underneath the ok button contact. The display screen was dim and discolored. There was a battery compartment crack below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that ok button contact had contamination present, the display screen was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on 11/02/2015.